Event description:
It was reported that ftr the patient left ventricular-aneurysmectomy, with smalt left ventricular cavity, hospital requested to drs flow lrm to avoid increased stress to patient and their relatives. There were not any changes to patient condition or anticoagulation status that may have contributed. The patient was stable, with continuation of standard heart failure therapy, according to guidelines.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later confirmed that the patient had a resection of a left ventricular aneurysm with removal of existing thrombotic masses. The procedure was done as the 1st stage of heartmate 3 (hm3) implantation.